Event description:
It was reported the pt experiences pocket heating while recharging the ipg. Reprogramming did not resolve the issue. The pt plans to meet with his physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.